Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient device had not been working for many years. No symptoms were reported and no further complications were noted or anticipated